Event description:
Facility reported blood leak occurred twenty minutes into the treatment. Unable to return the patient's blood. Blood loss 250cc. No patient injury. Treatment restarted with new dialyzer. A sample is available for evaluation.